Event description:
The pump was received for service. During service testing, the baxter service technician reported that the pump underdelivered. The hospital representative stated they have no record of any patient incident since the last baxter service event.